Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Device received with missing serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.